Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, mid, left anterior descending (lad) coronary artery with a .014 hi-torque (ht) balance middleweight (bmw) elite guide wire being used to protect the diagonal coronary artery. During retraction of the ht bmw elite guide wire following successful deployment of an unspecified stent implant in the target lesion, the guide wire caught on the stent, separated into two pieces, leaving the tip of the guide wire in the anatomy. Two xience xpedition stents were deployed to jail the separated guide wire tip against the vessel wall. The procedure was completed successfully and the patient was stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during retraction the guide wire caught on the stent resulting in the reported difficulty to remove. Manipulation of the device resulted in the noted coil damages (stretched, offset/misaligned, separated) and ultimately resulted in the reported core detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.